Manufacturer narrative:
Other relevant device(s) are: o-arm sw 4.0.2 USA o2 bi50001026. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the image acquisition system (ias) would not boot up after being powered on. There was no patient present when this issue was identified.